Event description:
Additional information was received that the patient underwent a full explant. The suspect device has not been received by manufacturer to date.

Event description:
Additional information was received that the patient required a lead revision due to the previously reported high impedance but was doing well on medication and preferred to undergo an explant rather than a replacement.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was initially reported that the patient was scheduled for a full revision, but the surgery was updated to an explant. The reason was unknown. Later, during a periodic programming history database review, high lead impedance was observed upon interrogation. It is unknown if the patient had a revision or explant surgery. No other relevant information has been received to date.